Event description:
The customer reported white blood cell (wbc) bath overflowed, with diluent under the instrument, during system startup involving coulter act diff 12 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and had on gloves and a laboratory coat. The customer was instructed to replace the check valves on the wbc bath and perform system startup. All results were acceptable, and the issue was resolved. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. The unit was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. The cause of the event was the white blood cell (wbc) check valves. (B)(4).